Event description:
It was reported that five xience v stents were successfully implanted in a graft site in the circumflex coronary artery. Approximately 45 minutes post-procedure the patient experienced chest pain with st elevation. Repeat catheterization revealed thrombosis in the proximal xience v 3.0x12mm stent. Although integrelin was given during the procedure, the patient had not received plavix post-procedure. Treatment of thrombus included thrombectomy and implantation of a 3.0x8mm vision stent overlapping the proximal xience v stent to the ostium of the circumflex. An aortic balloon pump was inserted for the procedure. Post-procedure plavix was started and the patient's outcome was good. No additional information was provided.

Manufacturer narrative:
(B)(6), during processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. In this case, there was no reported product deficiency. The reported angina and thrombosis are listed in the xience v and xience nano everolimus eluting coronary stent system instructions for use (IFU) as a known adverse event associated with coronary stenting. It should be noted that the IFU states that the xience v everolimus eluting coronary stent system (xience v stent) is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions (length less than or equal to 28mm) with reference vessel diameters of 2.25 mm to 4.25 mm. The implantation of the stent in a saphenous vein graft (svg) does not appear to have directly caused or contributed to the reported patient effect(s) that occurred periprocedurally. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.